Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the damaged gear was replaced and the ratchet handle was oiled. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The ratchet handle appeared to ratchet normally. The 1.5:1 ratio cutter, serial number (B)(4), showed significant wear to the roller gear and there were nicks to the blades throughout. The 2:1 ratio cutter, serial number (B)(4), showed minimal wear to the roller gear and a few nicks to the blades throughout. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged roller, comb, gear, shoulder bolts and washers. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete cut and was deemed non-repairable after the collars and gear were replaced. The 2:1 ratio cutter, serial number (B)(4), produced a complete cut after the collars and gear were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh. No adverse events have been reported as a result of the malfunction.